Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was failed to open and jammed. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 - initial reporter facility name: pam health speciality hospital of corpus christi bayfront a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 on the auxiliary cabinet was not opening properly due to scrapping. The field service engineer (fse) checked for obstructions but couldn¿t identify the cause. The fse shut down the station and opened the drawer¿s back panel. After removing the drawer from the cabinet, it operated correctly. The fse reinstalled the drawer and manually tested it without powering on the station, confirming smooth movement without scraping. A diagnostic acceptance test and multiple open-close cycles were performed to ensure consistent operation. The customer verified the fix through an inventory check, confirming the drawer opened smoothly with no friction or obstruction. The system functioned as intended after the field service engineer repaired the device.